Event description:
It was reported that battery depleted too quickly. There was no reported impact to the customer¿s blood glucose level. Customer declined follow up from technical support, and technical support was unable to confirm battery depletion issue, with no additional information received regarding the event timeframe or outcome.